Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, aneurysm rupture, emboli, embolic stroke and other cerebral ischemic events, neurological deficits including stroke, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2021, the patient underwent a coil embolization procedure to treat a basilar bifurcation aneurysm using a penumbra smart coil (smart coil) without any procedural complications. On (B)(6) 2021, a control scan was taken and multiple subacute diffusion-weighted imaging (dwi) lesions without clinical sequel were noted. There was no clinical correlation and the patient did not require any treatment. On (B)(6) 2021, the patient was discharged home with no symptoms. The silent cerebral infarction was reported to be an adverse event with a possible relationship to the smart coil and a probable relationship to the index procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02138. 1. Section h. Box 6. Patient code 1. Section h. Box 6. Patient code 1: 4581 - appropriate code not available to describe "silent cerebral infarction".